Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in the (B)(6). This is the same event as 3010536692-2014-01079. (B)(4).

Event description:
Allegedly per abstract by richard field to be submitted to the 2014 aaos: from a clinical study of 319 patients with anca-fit stems: four (4) hips dislocated once but did not require revision, two (2) hips were revised for recurrent dislocation between one and eleven years follow up. Of these 2 revisions: one required revision of the modular neck, head, and cup; one of the two required only revision of the cup. In both revisions the femoral stem was not revised. No further information about the revisions or revised parts was given. Note: this data is a follow up of the 2009 article "mid-term results of the modular anca-fit femoral component in total hip replacement" article published in the journal of bone & joint surgery by blakey et al. (B)(4).

Manufacturer narrative:
Complaint review was conducted and analysis showed no trend for item/lot.